Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The noise could be recreated during office testing. Also, the shock impedance was 164 ohms. Which is high but within normal limits. After x-rays were taken and reviewed, the doctor elected to abandon the system and implant a transvenous system. There were no additional adverse patient effects.